Event description:
Customer reported an issue where the pump recognized a filled cartridge as empty. There was no adverse impact to the customer's blood glucose level. Customer declined further inquiry or assistance, and no further action was required by technical support.